Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a manual recovery was required. A technical support specialist verified the logs and identified a manual recovery error. Tss then logged into the server and followed the knowledge article "manual recovery required - datasyncinvaliduploadchangetrackingvalue" and performed manual recovery on the device. Tss then restarted the data sync and monitored logs and identified a retry error. Tss followed the knowledge article "medstation es - retry mode - insert into adt.patientid", started the data sync services monitored logs and confirmed that the issue was resolved. He system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not connecting to the server and not sending updated inventory information. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.